Event description:
It was reported that customer found preventive maintenance (pm) performed by customer, the cardiosave intra-aortic balloon pump (iabp) is having a leaking issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).